Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during implant testing, when the programmer button was held down to send the induce command, the device would not induce the patient into an arrhythmia. Technical services suspects this is due to a loss of telemetry. A local representative re-established a connection with the device and the testing was completed successfully. There were no adverse patient effects. The device was implanted, and testing was completed.

Event description:
It was reported that the patient had post-operation bleeding after a system implant. A surgery was done to successfully address this. There were no additional adverse patient effects. The system remains implanted.